Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 14-aug- 2017 a field service engineer sent a replacement sample needle assembly to the customer to address the issue. On (B)(6) 2017 the customer reported no longer getting high total area. No further action was required. The instrument was performing within specifications. A 13-month complaint history review for serial number (B)(4) found no other similar complaints during this time period. The g8 operator's manual under chapter 1, 1.8 - limitations of the procedure, state that dilution studies demonstrate that the assay is linear form a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Results will not be reported by the g8 analyzer if the total area is <500 or >4000. The root cause of the reported issue was attributed to the sample needle assembly.

Event description:
On (B)(6) 2017 a customer reported getting a total area on a patient sample of 4500 and upon repeat 1400 (optimal range of 700-3000). The retention time was within normal range. On (B)(6) 2017 the sample needle assembly was replaced in order to resolve the issue. There is no indication of any patient intervention or adverse health consequences due to this event.

Manufacturer narrative:
(B)(4) per exemption number e2017013.